Event description:
The account alleged that the brakes are not working on either end of the stretcher.

Manufacturer narrative:
The technician found when the brake is engaged, the brake did not hold if the stretcher was bumped. He found the set screws were broken off in the hex rods. Repairs have not been completed.